Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for spinal pain. It was reported that the patient was presented to the emergency room (ER) on (B)(6) 2016 with an elevated white blood cell count (wbc) and temperature post operation 20 days from pump implant. The pump pocket was swollen and inflamed in appearance. The representative was told the hcp planned to remove everything after seeing what he aspirated from the pump pocket. The pump was explanted on (B)(6) 2016. On 2016-oct-17, additional information was received from the hcp. The results of the pump pocket aspiration were that it was infected. The cause of the infection was g-positive cocci. The issue and infection were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.